Manufacturer narrative:
B3-date of event is estimated. The leads were explanted and replaced with a paddle due to lead migration. The physician replaced the ipg due to continued impedances that cleared once the device was replaced. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Intra-operative impedances were high, and the physician also replaced the ipg. Effective therapy was restored post operatively.